Event description:
It was reported the pt (australia) is receiving a low battery warning for the ipg although the device appears to be fully charged. Currently, the pt is without stimulation and unable to establish communication with the ipg via the programmer. An appointment will be scheduled for further interrogation.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.